Manufacturer narrative:
Five companion sets have been received and are in the process of being evaluated. A follow up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Reporter reported a customer complaint that buretrol sets appear to be "collapsing" after an unspecified usage time in the colleague pump (pump serial number is not available). Tubing appears to be flattened in the pumping segment. The customer reported the problem has occurred multiple times over the past several months and does not appear to be associated with a single lot number. An infant patient suffered from a severe infection. The customer does not have specific information regarding number of events, dates, or patient. The customer stated sets are used on infant patients and that the sets are used for up to 72 hours. Additional information has been requested.